Manufacturer narrative:
No conclusion can be drawn as repair info is not available.

Event description:
The customer reported that the system intermittently would not display an image during fluoroscopy, thus an intermittent loss of the live image. There is no report of pt injury or death.